Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic piece popped off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was declined for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. No unexpected insulin flow blocked alarms noted. Insulin pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.